Event description:
According to a paper presented at aaos in 2009, 66 cases of chondrolysis were identified associated with shoulder arthroscopy followed by the intra-articular infusion of local anesthetics. No pump MFR was identified in the paper. The lead author reported that at least some of the 66 causes were infusion pumps from stryker, some from other manufacturers, and others are unk manufacturers. Further information has been requested from the lead author but no further info has been received. It is also not known if these cases have already been reported to stryker.

Manufacturer narrative:
The hospital and surgeon name were not provided. The lead author is located at medical center. The 510(k) cannot be identified without info on the device used. The device was not returned for evaluation.